Event description:
A customer reported via phone call indicating that they were hospitalized for a drug overdose from opiates. The customer was in a state of diabetic ketoacidosis with high blood glucose level of 700 mg/dl. The customer was hospitalized for diabetic complications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.